Event description:
It was reported that prior to routine generator exchange, noise oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient condition was stable before, during, and afterwards.